Manufacturer narrative:
(B)(4).

Event description:
It was reported, the spinal catheter was fractured. A new spinal catheter was placed under fluoroscopy to the c1 level. The catheter was replaced on (B)(6) 2012. The patient was hospitalized. Patient outcome was non-serious injury/illness. The pump was delivering morphine.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).